Event description:
The customer's mother reported via phone call that the customer had two needles in his leg at the infusion set insertion site. The caller did not provide the blood glucose reading. The caller stated that the customer had recently had x-rays taken and observed 2 needles that came completely out. She noted that the needles did not break and that the site was smooth. She declined to be sent emergency supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.